Event description:
It was reported that (6) devices were used during a laparoscopic sigma. It was reported by the affiliate that the 512s gaskets are torn. There was no consequence to the pt. This is part of six other devices collected by the hosp (77867).